Event description:
Follow up information received that the patient underwent surgery in which the ipg was replaced. Effective therapy was restored post operation.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that a patient is unable to communicate with their ipg. A field representative attempted to troubleshoot the ipg but was unable to communicate with the clinician programmer. The patient may undergo surgical intervention.